Manufacturer narrative:
A1 - a6, b5 - b7: updated. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of cassette error confirmed through dso (downstream occlusion)/uso (upstream occlusion) pressure testing and latch lock check. The root cause was that the latch lock was not registering as open or closed. Replaced the latch lock mechanism and flex sensor. Performed dso/uso sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and day of event date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette error was displayed. When the latch is opened there's no notification on the screen and when the latch is locked the cassette error appears. Patient involvement is unknown.